Manufacturer narrative:
(B)(4). It was not reported whether the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized one day prior to the peritonitis diagnosis for an unreported indication. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 250 milligrams intraperitoneally once daily in bag (duration not reported), amikacin injection 250 milligrams intraperitoneally once daily in bag (duration not reported), and cefuroxime injection 250 milligrams in each bag intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.